Event description:
Patient reported "hair loss, brittle nails, cold (feeling), weight gain, low energy" and "breast implant illness" of a non-abbvie device. This record is for the left side. Device was explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Health effect code: 1877, 2607, 4839, 1849. Device code: 2682. Ref report: mw5184103.